Manufacturer narrative:
(B)(4).a device history record (DHR) review was performed on lot number 15ct15 and there were no issues found that could relate to the reported complaint.the device was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the tracheal balloon deflates once in place.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the tracheal balloon deflates once in place.